Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported "capsular contracture baker iii, constant pain" and imaging identified "discreet amount of fluid around the right implant, notably in the posterior aspect". The device remains implanted.